Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Subsequently, it was reported that the pump time and date were incorrect following the pump reset. Reportedly, customer adjusted the pump time, and date to resolve the issue. Customer's blood glucose level ranged from 134 mg/dl to 158 mg/dl.